Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, episodes of non-sustained rv oversensing due to post-sensed t-wave oversensing was observed. No changes were made. The patient was stable.

Event description:
New information reported programming changes were made. The patient was stable.